Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's screen has a crack in the left top corner. There was no known impact to the customer's blood glucose (bg) level. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
The customer could not verify if their blood glucose levels were impacted.